Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that intermittent calibration errors have been received during normal use. The customer indicated that her blood glucose was 120 mg/dl and then it went to 44 mg/dl. Troubleshooting advised customer on how to properly calibrate and to set up a calibration schedule. Customer was advised to wait until blood glucose can stabilize to recalibrate and then to change sensor. Customer was advised to follow up if any further questions or if any issues persist.